Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
This event occurred during a (B)(6) clinical trial. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping with the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter pericardial effusion was discovered by intracardiac echocardiography (ice). No patient symptoms were observed at that time. Once the ablation started with the thermocool® smart touch¿ bi-directional navigation catheter, post heparin administration, the effusion grew to 2cm. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Patient was hemodynamically stable after pericardial drainage. The effusion appears to be coming from the right side where the soundstar catheter was placed, and the ablation was being performed in the left side. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s causality opinion was not provided. The power for ablation was set at 40w. Total number of lesions were 4. Ablation time was 3 minutes for 17 seconds. Graph and dashboard, plus vector were used to visualized force. Highest force of 32 grams was noted during ablation. The visitag parameters were 1.5mm, 3 secs, 3g @ 25% fot. Impedence used for visitag coloring, 5-10 ohms. No spikes in impedence noted during ablations. Brk needle was used for transseptal access (no model number/lot number available). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
This event occurred during a st jude/abbott clinical trial. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping with the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter pericardial effusion was discovered by intracardiac echocardiography (ice). No patient symptoms were observed at that time. Once the ablation started with the thermocool® smart touch¿ bi-directional navigation catheter, post heparin administration, the effusion grew to 2cm. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Patient was hemodynamically stable after pericardial drainage. The effusion appears to be coming from the right side where the soundstar catheter was placed, and the ablation was being performed in the left side. It is unknown if extended hospitalization was required as a result of the adverse event. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation for the finished device e8241738 number was performed, and no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).